Manufacturer narrative:
Investigation results: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The root cause is not clear at this point. The batch record was reviewed, no related abnormalities were found. Investigators noted that the v-clip was slanted on the returned sample. This can lead to resistance or in extreme cases complete inactivation of the unit. The root cause of the abnormal v-clip has not been determined at this time, but bd is currently working on a solution to the issue. No formal corrective action will be taken at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle shield safety of a bd pegasus¿ safety closed IV catheter system does not automatically activate. There was no report of exposure, medical intervention or injury.